Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the catheter ruptured. Further information was requested but not provided, so it is unknown if there was patient involvement, or if there were any injuries or additional medical intervention.